Event description:
Additional information received indicates that previously troubleshooting was unable to resolve the issue. The patient had switched their ipg to MRI mode with their pc which led to the issue.

Manufacturer narrative:
The reported observation of ¿unable to exit MRI mode¿ was confirmed. As returned, the ipg was evaluated and confirmed to be in MRI mode when received. Prior to device explant, troubleshooting steps did not resolve the issue and patient was unable to disable MRI mode in order to re-enable therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported that the patient was unable to disable MRI mode. As a result, the patient may underwent surgical intervention during which the ipg was explanted and replaced.